Event description:
Device 3 of 3. Reference MFR report #: 1627487-2012-06330, 06331. It was reported the pt could no longer increase the amplitude due to it stopping at perception. It was also reported the pt was no longer receiving adequate coverage. An impedance check was performed and revealed one of the pt leads showed invalid impedance. Allegedly, the pt's physician felt fluid was in the top of the ipg header. As a result, the non-functioning lead and the ipg were explanted and replaced. Stimulation and coverage were regained post-op, and all issues are resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.